Event description:
A prospective clinical trial titled "randomized, controlled, multicenter, clinical trial comparing bryan cervical disc arthroplasty with anterior cervical decompression and fusion in china" by xuesong zhang, md, et al., was published in the spine journal 2012. In this trial, it was reported that a total of 324 patients underwent surgery for degenerative disc disease at 3 large hospitals in (B)(6) from may 2004 to may 2006. Patients who provided informed consent were randomized into either the tdr group or the acdf group. Of the 324 patients, the final study population included 120 patients: 60 (35 men and 25 women) in the tdr group and 60 (32 men and 28 women) in the acdf group. A total of 109 patients (91%), 56 in the tdr group and 53 in the acdf group, completed the study and were observed for a minimum of 24 months. The candidates included patients with symptomatic mild degenerative disc disease at 1 cervical level, including disc herniation with radiculopathy caused by foraminal osteophytes, soft disc herniation, or myelopathy, who had not responded to at least 6 weeks of conservative treatment. Loss of lordosis at the treated level occurred in 9 of 56 (16%) patients in the tdr (total disc replacement) group. No obvious kyphosis in the overall sagittal curvature of c3-c7 was found in the tdr group at 24-month follow-up. No other information was reported.

Manufacturer narrative:
Literature article citation: xuesong zhang, md et al. Randomized, controlled, multicenter, clinical trial comparing bryan cervical disc arthroplasty with anterior cervical decompression and fusion in china. The spine journal 2012; (vol 37, number 6, pp 433-438). (B)(4): the event date is unknown. (B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if the device contributed to the reported event, this MDR is being filed for notification purposes.